Event description:
After t2h nail surgery, the nail breakage was found. Revision surgery was performed. At the revision surgery, extraction of the broken nail was so difficult. The customer has questioned why there is no extraction hook for humeral nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. This device is not cleared for sale in the us but a similar device is.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. The nail had broken in a fatigue fracture after an unknown period of implantation (nail was delivered in december 2012). The appearance of the breakage surfaces identified long or / and significant load application which had resulted in complete crabbing of the breakage surfaces. Referring to non-apparent damages in the affected drill (original coating) it was concluded that this drill hole had not been occupied by a locking screw. As no x-rays were available it could not be determined if the affected drill hole had been located close to or even in the bone breakage site. Generally, a non-occupied drill hole is at risk to contribute to material breakage. A drill hole close to or in the fracture site is at increased risk for material breakage because lever forces inevitably impair the durability. Regarding an appropriate extraction hook the design of the existing extraction hook is for implants with internal cannulation greater than 4, 5 mm. The cannulation of the affected humeral nail is smaller. Thus, an extraction hook for this kind of nail is not available. However, the request was addresses to the development department. Referring to above results and referring to available information the nail breakage was not contributed by a deficiency of the product. It was concluded that nail breakage had been caused by high and / or permanent load application. A further statement is not possible from technical point of view.

Event description:
After t2h nail surgery, the nail breakage was found. Revision surgery was performed. At the revision surgery, extraction of the broken nail was so difficult. The customer has questioned why there is no extraction hook for humeral nail.